Manufacturer narrative:
Investigation results: as of the date of this report, the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact, that no lot number was provided. A review of the device history records for the complained device is not possible. The review of risk assessment revealed, that the overall risk level (severity 4(5) probability of occurrence 3(5)) according to din en iso (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication, for a material manufacturing or design-related failure. In the event, that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Due to our improvement process, the product has already been examined in the past. And further steps have been taken to eliminate the anomalies. The IFU was adjusted at that time. Based upon the investigations results, a CAPA is not necessary.

Manufacturer narrative:
Preliminary results: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus implant holding/insertion instr. According to the complaint description a screw disconnected intraoperatively and remained in patient. The screw loosened and disconnected completely from the instrument. It was left in the patient and went un-noticed until post surgery follow up x-ray. Initial surgery: (B)(6) 2020. Date of x-ray: (B)(6) 2020. A future surgery may be required for removal. Additional information was received: the device fragment has not moved and is not causing the patient discomfort at this time. The surgeon will continue to monitor the patient, but for now a revision has not been scheduled. The adverse event is filed under aag reference (B)(4).